Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event was reported by the manufacturer under MDR# 3002808486-2019-01298.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to pulmonary embolism. Patient is alleging migration.